Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument. No cause for the problem was found. The instrument was tested without further problem and returned to service.